Manufacturer narrative:
Siemens has requested instrument files and investigation will commence once they are received.

Event description:
The customer reported two discrepant high na+ results when compared to repeat testing on a laboratory analyzer. There is no report of injury due to this event.

Manufacturer narrative:
The customer provided updated information on results from the event and on the comparative analyzer. Updated table below: time device na+ truth? 12:41 rp500e 166.7 no. 21:04 siemens 139.1 yes. Reference range for na+: 136 ¿ 146 mmol/l.